Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading dropped from 60 mg/dl to 16 mg/dl. The current blood glucose reading is 31 mg/dl. Customer treated with food. Experiencing low blood glucose for one week. Nothing further reported.